Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.